Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. During troubleshooting with tandem technical support, the customer was instructed to leave the pump plugged for 30 minutes. The customer declined follow up by tandem technical support to ensure the issue did not recur. There was no reported adverse impact to the customer's blood glucose level.